Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer had failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main enhanced half-height drawer 3.2 was failed to be detected by bus. A field service engineer found no failed drawers on upon arrival. Fse ran diagnostics, reseated drawer, checked cables, and inspected slide bumpers and replaced it and tested. The system functioned as intended after the field service engineer repaired the device.